Event description:
The customer reported that while running an hiv-1 p24 antigen assay, using summit sample handler, did not pipette lyse buffer in well positions g10 and g11 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-04870-09.